Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos). The right ventricular (rv) lead was reprogrammed and will be replaced when the device is changed out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154atg implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.